Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 24 x 4.00mm promus premier select drug eluting stent was advanced but failed to cross the lesion. On the next attempt, double wire technique was applied but it was noted under fluoroscopy that the stent was damaged. The procedure was not completed. No patient complications were reported and the patient's status was stable.